Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete when the cassette was removed from the machine. The patient said fluid was in the pump module area and had leaked from an unknown area. The patient was advised to inform the pd nurse regarding the event. In a follow up with the patient's pd nurse it was verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete when the cassette was removed from the machine. The patient said fluid was in the pump module area and had leaked from an unknown area. The patient was advised to inform the pd nurse regarding the event. In a follow up with the patient's pd nurse it was verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did receive a new cycler and is continuing pd treatments without further issues. The cycler is available for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area near upper and lower catch post. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor check passed. The valve actuation test passed. The system air leak test passed. The teach pump test passed. The simulated treatment post-accelerated stress test (ast) 2 hour 15 minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete when the cassette was removed from the machine. The patient said fluid was in the pump module area and had leaked from an unknown area. The patient was advised to inform the pd nurse regarding the event. In a follow up with the patient's pd nurse it was verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did receive a new cycler and is continuing pd treatments without further issues. The cycler is available for investigation.